Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation, additional information received, and per administrative review. The sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. The instructions for use/training manuals were reviewed for guidance/instruction involving the valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The device stenosis was unable to be confirmed due to unavailable relevant medical records and imagery. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, patient had medical history of diabetes (dm) and hyperlipidemia (hln). The diabetes is a known factor that may increase the risk of valve calcification leading to early valve degeneration/stenosis. Hyperlipidemia is also a risk factor due to elevated cholesterol levels being implicated in the vascular calcification process. Tissue calcification is a very common failure mode of structural valve deterioration/stenosis. As such, available information suggests that patient factors (diabetes, hyperlipidemia) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Event description:
One month post-initial tavr, ava was 1.6, valve peak velocity was 1.9, valve mean gradient was 8.6mmhg and valve peak gradient was 14.8mmhg. Prior to the valve in valve procedure, the mean gradient was 23mmhg, and the peak gradient was 40mmhg, and the patient was experiencing fatigue and dyspnea with exertion.

Event description:
As reported, the transcatheter heart valve failed due to stenosis approximately 4yrs post implant and a valve in valve procedure was performed.

Manufacturer narrative:
Investigation is ongoing. Device not returned. H3 other text : device remains in patient.